Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this incident, attempts were made to obtain complete patient information. The patient's weight remains unknown.

Event description:
It was reported during a trial lead implant procedure on (B)(6) 2022, the patient experienced a cerebrospinal fluid (csf) leak. The patient experienced lower limb pain and headache following the procedure. As a result, a blood patch was performed and the patient was also instructed to lay flat. Reportedly, the patient is feeling better and has no further issues.

Manufacturer narrative:
It was reported to abbott, during an scs trial, a wet tap occurred. A blood patch was placed at the level after the lead was successfully from two higher levels. The patient reported have a new pain from the groin to the knee on the right side after the procedure. The patient laid flat for an hour and didn't report a headache. The lead was not removed. The symptoms were resolving. Nothing further intervention was planned. The device was not returned for analysis. Based on the information received, the cause of the reported issue was not determined to be product related.